Manufacturer narrative:
Initial reporter telephone number: (B)(6) device evaluation : field service specialist visited the account and was able to complete a system service. Device failed to function as intended. Problem was resolved. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Field service engineer visited site for another issue and during service found the system had intermediately miss-firing. There was no patient involvement.

Manufacturer narrative:
Initial reporter telephone number: (B)(6). Device evaluation: field service specialist visited the account and was able to complete a system service. Device failed to function as intended. Problem was resolved. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Field service engineer visited site for another issue and during service found the system had intermediately miss-firing. There was no patient involvement.